Event description:
Patient presented to the clinic with a device not capturing. It was noted that the lead had dislodged. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.